Manufacturer narrative:
(B)(4). This device was implanted during the ide study. The approved device product code is mjo, PMA# p060018. The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported that the patient underwent surgery for implant of an artificial cervical disc at c5-6. Approximately 83 months post-op, the patient was noted to have auto-fused at the level of the artificial disc. At 84 months post-op, the patient was asymptomatic with no neck pain or deficits associated with the cervical spine.